Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR report # 1627487-2013-19508, 19509. It was reported that pt's ipg is protruding causing pain at the ipg site. It was also reported the pt has never had effective pain relief. The pt wants the system explanted.